Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75 in prn slm npvc: leakage. After administering an IV cannula to the patient, healthcare personnel observed blood seeping from the side of the cannula tubing. They apologized to the patient and family, explained the situation, and replaced the cannula, after which the situation returned to normal.